Event description:
The customer reported to olympus, the gastrointestinal videoscope had defective air and water supply. The device was returned for evaluation. During the device evaluation, foreign object at the tip was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found water removal ability did not meet the standard value due to clogging of the nozzle; bending angle in the up direction; and the play of the upward and downward angulation control knob did not meet the standard value due to the wear of the angle wire. The bending section cover had discoloration; the adhesive on the bending section cover had a white clouded area; the light guide bundle was slipping down; switch 1 had a cut; the adhesive around the objective lens had a white clouded area; the adhesive around the light guide lens was peeled; the connecting tube had a dent, discoloration, scratch, and buckle; the universal cord and image guide protector had scratched; the grip and control unit had discoloration; and the paint on the suction cylinder was peeled. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely, due to insufficient or inadequate reprocessing. The event can be detected and prevented, by following the instructions for use (IFU) sections: operation manual, chapter 3: ¿preparation and inspection¿, describes how to detect the subject event. Reprocessing manual, chapter 5: ¿reprocessing of the endoscope (and related reprocessing accessories)¿, describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.